Manufacturer narrative:
An initial review of current inventory and quality records was completed; no errors or defects were found. The deroyal quality department returned photo documentation to the customer. On spetember 13, 2017, the quality team issued a supplier corrective action request to be completed by the supplier. On october 26, 2017, the completed scar was returned to deroyal. The conclusion to the investigation determined by both deroyal and the supplier, it was found that the root cause was a variation in blades causing an assembly error. Corrective action was implemented by adding extra sensors to detect protruding blades. To ensure that the action taken was implemented and is working, designated quality personnel will obtain evidence for verification of effectiveness. All customer complaints are monitored through the internal corrective and preventative action system for reported issues, and if further investigation or action is deemed necessary, steps will be taken accordingly.

Event description:
Quality issue information : product details: product ID: sm4511ns - safetyscalpel asmbd #3 fitment, #11 blade, blue ns. Lot/serial #: (B)(4). Quantity: 1 ea. Deroyal sales order #: (B)(4). Quality issue details: date of occurrence: (B)(6) 2017. When did quality issue occur? Before use. Who was using or operating the product when the quality issue occurred? Other. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: during unpacking an operator was injured by a protruding blade. How was the quality issue was identified? By visual inspection. How was the product being used? During unpacking and inspection. Was it the initial use of the product? No. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: required medical attention to prevent impairment. Details of medical attention required to prevent impairment: unpacking operator was cut by blade during unpacking. Person(s) affected by outcome(s) checked above: facility employee. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: injury caused to operative during unpacking.

Manufacturer narrative:
Investigation is still ongoing. Will provide follow up when more information is received.

Event description:
>> Quality issue information << *** product details *** product ID: sm4511ns - safety scalpel asmbd #3 fitment, #11 blade, blue ns. Lot/serial #: (B)(4). Quantity: 1 ea. Deroyal sales order (B)(4). *** quality issue details *** date of occurrence: (B)(6) 2017. When did quality issue occur? Before use. Who was using or operating the product when the quality issue occurred? Other. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: during unpacking an operator was injured by a protruding blade. How was the quality issue was identified? By visual inspection. How was the product being used? During unpacking and inspection. Was it the initial use of the product? No. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. *** outcome details *** outcome(s) attributed to quality issue: required medical attention to prevent impairment. Details of medical attention required to prevent impairment: unpacking operator was cut by blade during unpacking. Person(s) affected by outcome(s) checked above: facility employee. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: injury caused to operative during unpacking.